Manufacturer narrative:
Medical device expiration date: unknown. Device manufacture date: unknown. Results: a sample is not available for evaluation. A review of the device history record could not be performed as a lot number was not provided for this incident. Conclusion: without a sample, an absolute root cause for this incident cannot be determined as bd was not able to duplicate or confirm the customer¿s indicated failure mode. UDI #: (B)(4).

Event description:
It was reported that a healthcare worker (unable to determine if it was a nurse or patient care tech) stuck his/her finger into the well covered by the warning label of a 120 ml bd vacutainer® plastic urine collection cup and obtained a contaminated needle stick injury. The clinician was evaluated by employee health, received post exposure lab work, and prophylactic medication.